Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking from the o-ring near the septum. Customer loaded a new cartridge to address the issue. Additionally, it was reported that the insulin gauge was inaccurate. There was no adverse impact to the customer's blood glucose level. Reportedly, customer continued to use the pump for insulin therapy.